Event description:
The customer alleged they received questionable cardiac t results on their cobas h232 meter, serial number (B)(4). The cobas h232 is not sold in the united states. This event involved both males and females. The customer stated they tested ten patients using the cardiac t tests over two days. The customer stated there were six elevated results between 20-100ng/l. The customer stated there were four patients and two employees involved in this event. Based on the cardiac t results, the patients were told to go to the hospital emergency ward. The patients had their troponin t tested again in the hospital laboratory before any further examinations were conducted. Specific patient results were requested, but the customer was unable to provide them. None of the patients were affected by this event. An investigation was conducted on retention strip lot 28137210 using a qualified h232 meter. The results from the test fulfill the requirements. The customer returned the box of cardiac t test strips and the h232 meter involved in this event. The h232 meter showed severe contamination of blood. An investigation was conducted on the test strip and the meter. The results from the test fulfill the requirements.

Manufacturer narrative:
This event occurred in (B)(6).